Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had post-reset ram crc alarm and blank display. The customer¿s blood glucose level was 153 mg/dl at the time of the incident and current value was 292mg/dl. The customer was assisted with troubleshooting and display did not returned back. The customer reported that they were not able to clear the alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No blank display during testing and no unexpected post-reset ram crc alarm noted.